Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, an annular rupture occurred during deployment of a 23mm sapien valve. The rupture was detected during a root angiogram shot after deployment. A sternotomy was performed to relieve the tamponade. Heparin was reversed and the patient was stabilized.

Manufacturer narrative:
This patient was noted to have severe calcification of the native valve and the leaflets. Prior to deployment, the image intensifier angle and coaxial alignment of the delivery system were both reported to be good. The valve was positioned and deployed 50:50 within the aortic annulus. During deployment, ventilation was held and there was no loss of pacing capture. According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the tavr procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. Annular/aortic rupture is typically a combination of factors, including anatomic factors (severely calcified aortic root. Obliterated sinuses of valsalva (sov)), and procedural factors (significant valve oversizing [=4mm]). Echo and cine imagery is not available to assess the cause of the event. In this case, the cause of the annular rupture was reported to be due to the patient's severely calcified native leaflets. In addition, a 23mm sapien valve was implanted within an aortic annulus measuring 17.8mm resulting in significant valve oversizing (23.0-17.8mm = 5.2mm). There is no allegation of device malfunction and the patient was stable at the end of the procedure. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.